Manufacturer narrative:
Reliability analysis inspected one random opened/used sensor and did continuity resistance test. The sensor failed per specification.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer's blood glucose was 130 mg/dl. He did not provide the sensor reading. He stated that the sensor was going bad and was at the end of its cycle. He noted that the sensor would trigger the threshold suspend often when it should not have and did not trigger it when it should have. He reported this issue on 5 sensors between (B)(6). He observed a bent and bloody sensor cannula. He also reported that the insulin pump alarmed calibration error, bad sensor and change sensor. He stated that the bad sensor alert occurred after a second consecutive calibration error. The customer was advised to replace the sensors and agreed to return the device for analysis.